Manufacturer narrative:
Device had cracked keypad overlay. Device passed displacement test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had crack at the select button and reservoir not able to lock in place when inserted into insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they can read the display. Customer states there were no physical damage to the reservoir lip ring the device will not be returned for analysis.